Event description:
During a laparoscopic cholecystectomy procedure the clips dropped out of jaws without forming. The surgeon used another device. No patient injury was reported.

Manufacturer narrative:
6/13/97-supplemental report #1 submitted to FDA.